Manufacturer narrative:
Upon reassessment of the reported event, the inserter was determined to be not reportable as there was no damage and the device operated according to specifications. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the inserter was determined to be not reportable as there was no damage and the device operated according to specifications. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00780402520 hybrid offset shell inserter lot#: 62673127, catalog#: 00120609056 acetabular reamer shell 56mm lot#: 56656731, catalog#: 00151505644 liner and shell with plastic barrier 44 mm i.d. 56 mm o.d. Do not remove ceramic liner do not reposition cup after final seating lot#: 64724991, catalog#: 00877704401 bioloxâ® option, head, s, ã¸ 44/-3.0, taper 12/14 lot#: 3009806, catalog#: 0100551305 fitmoreâ®, hip stem, uncemented, offset b (extended)/5, taper 12/14 lot#: 3022751. Report source foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00686. 0001822565-2021-00688.

Event description:
It was reported that during surgery, the surgeon inserted the cup of the selected size, but after implantation he had problems with disconnecting the inserter and the implant leading to an approximate 50 minute delay in the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.